Manufacturer narrative:
Conclusions: the broken bolt has been sent to a lab for metallurgical analysis. Upon completion of analysis, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
A field technician of a distributor reported that the structure of a jb-70 x-ray unit, serial number (B)(4), separated from its wall mount. The top bolt of the wall mount broke. Progeny confirmed with the dental office that there was no injury.

Event description:
A field technician of a distributor reported that the structure of a jb-70 x-ray unit, serial number (B)(4), separated from its wall mount. The top bolt of the wall mount broke. Progeny confirmed with the dental office that there was no injury.